Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's came apart from the tubing. The site location was patient's abdomen, and the pump was located on the abdomen. The infusion had been used for few hours. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.